Manufacturer narrative:
Pump received with normal operating currents and passed the restart error test, self-test, and the displacement test however, pump alarmed compromised force system sensor during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the occlusion test, prime and compromised force system sensor test, excessive no delivery test, and the dat test due to the alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked belt clip slot, missing end cap sticker, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is cracked. It was also found that the customer was hospitalized due to high blood glucose of an unknown level. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.